Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("a thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, asthma, dysfunctional uterine bleeding, urination difficulty, cystitis, epstein-barr virus infection reactivation, seasonal allergy and urinary tract infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, hypersensitivity, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. The essure coils were placed inside the tubes without difficulty. Right side three coils and left side with 2 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion pregnancy test urine - on an unknown date: negative us reviewed, 3 cm l ovarian simple cyst. Pelvic ultrasound: normal sonographic appearance of the uterus. Normal sonographic appearance of the ovaries (B)(6) 2017, pathology report pre operative diagnosis: chronic pelvic pain operative procedure: abdominal hysteroscopy. Specimen source: uterus, cervix, bilateral tubes gross description: the uterus weights 125g and measures 8x4 cm in dimension. The cervix is measures 2.8 cm in diameter. The right fallopian tube measures 5 x 0.5 cm in dimension. The tube somewhat congested and shows surface adhesive appearance towards the distal end closure to be fimbriated end. The area of tubal attachment to the fundus shows thinning during examination easily separated from the fundus. A thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward. A small clear paratubal smooth cyst is also present measuring 2 cm in diameter. Diagnosis : uterus, cervix and bilateral tubes; uterus with proliferative endometrium and focal adenomyosis. Cervix with mild acute and chronic inflammation with reactive changes. Right tube showing unremarkable appearance. Left tube with milo chronic inflammation composed of rare plasma cells. Bilateral benign paratubal cysts. Concerning injuries reported in this case the following one/ones were described in patient medical records embedded device, most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Case medically confirmed. Plaintiff demography added. Concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Product indication added and implanted date updated. Event added as a thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward, abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included morbid obesity, asthma, dysfunctional uterine bleeding, urination difficulty, cystitis, epstein-barr virus infection reactivation, seasonal allergy and urinary tract infection. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone) since 2016, ibuprofen (motrin), mometasone furoate (flonase), montelukast sodium (singulair) since 2014 and terconazole (terazol) since 2016. In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, depression"), depression ("psychological or psychiatric problems condition: anxiety, depression"), epstein-barr virus infection ("autoimmune disorder type of disorder: epsteinbarr diagnosed 2015"), rash ("rashes or skin conditions type: rashes on skin"), urinary incontinence ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("reproductive system disorder or condition, type of disorder or condition: polycystic ovarian syndrome"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss, confusion"), confusional state ("neurological conditions or problems type: memory loss, confusion"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision; vision got a lot worse in a short amount of time"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pelvic discomfort ("discomfort") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and visual impairment ("vision/eye problems type: blurry vision; vision got a lot worse in a short amount of time"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, anxiety, depression, epstein-barr virus infection, rash, urinary incontinence, polycystic ovaries, amnesia, confusional state, allergy to metals, vaginal discharge, vision blurred, fatigue, weight increased, abdominal distension, pelvic discomfort and visual impairment outcome was unknown and the pelvic pain, migraine, headache, dysmenorrhoea, alopecia, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, confusional state, depression, dysmenorrhoea, embedded device, epstein-barr virus infection, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, polycystic ovaries, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The essure coils were placed inside the tubes without difficulty. Right side three coils and left side with 2 coils showing, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Us reviewed, 3 cm l ovarian simple cyst. Pelvic ultrasound: normal sonographic appearance of the uterus. Normal sonographic appearance of the ovaries (B)(6) 2017, pathology report pre operative diagnosis: chronic pelvic pain operative procedure: abdominal hysteroscopy. Specimen source: uterus, cervix, bilateral tubes gross description: the uterus weights 125g and measures 8x4 cm in dimension. The cervix is measures 2.8 cm in diameter. The right fallopian tube measures 5 x 0.5 cm in dimension. The tube somewhat congested and shows surface adhesive appearance towards the distal end closure to be fimbriated end. The area of tubal attachment to the fundus shows thinning during examination easily separated from the fundus. A thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward. A small clear paratubal smooth cyst is also present measuring 2 cm in diameter. Diagnosis : uterus , cervix and bilateral tubes; -uterus with proliferative endometrium and focal adenomyosis -cervix with mild acute and chronic inflammation with reactive changes. -right tube showing unremarkable appearance -left tube with milo chronic inflammation composed of rare plasma cells. -bilateral benign paratubal cysts concerning injuries reported in this case the following one/ones were described in patient medical records embedded device , quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included morbid obesity, asthma, dysfunctional uterine bleeding, urination difficulty, cystitis, epstein-barr virus infection reactivation, seasonal allergy and urinary tract infection. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone) since 2016, ibuprofen (motrin), mometasone furoate (flonase), montelukast sodium (singulair) since 2014 and terconazole (terazol) since 2016. In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, depression"), depression ("psychological or psychiatric problems condition: anxiety, depression"), epstein-barr virus infection ("autoimmune disorder type of disorder: epsteinbarr diagnosed 2015"), rash ("rashes or skin conditions type: rashes on skin"), incontinence ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("reproductive system disorder or condition, type of disorder or condition: polycystic ovarian syndrome"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss, confusion"), confusional state ("neurological conditions or problems type: memory loss, confusion"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision; vision got a lot worse in a short amount of time"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pelvic discomfort ("discomfort") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and visual impairment ("vision/eye problems type: blurry vision; vision got a lot worse in a short amount of time"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, anxiety, depression, epstein-barr virus infection, rash, incontinence, polycystic ovaries, amnesia, confusional state, allergy to metals, vaginal discharge, vision blurred, fatigue, weight increased, abdominal distension, pelvic discomfort and visual impairment outcome was unknown and the pelvic pain, migraine, headache, dysmenorrhoea, alopecia, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, confusional state, depression, dysmenorrhoea, embedded device, epstein-barr virus infection, fatigue, genital haemorrhage, headache, hypersensitivity, incontinence, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, polycystic ovaries, rash, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The essure coils were placed inside the tubes without difficulty. Right side three coils and left side with 2 coils showing, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Us reviewed, 3 cm l ovarian simple cyst. Pelvic ultrasound: normal sonographic appearance of the uterus. Normal sonographic appearance of the ovaries. (B)(6) 2017, pathology report. Pre operative diagnosis: chronic pelvic pain. Operative procedure: abdominal hysteroscopy. Specimen source: uterus, cervix, bilateral tubes. Gross description: the uterus weights 125g and measures 8x4 cm in dimension. The cervix is measures 2.8 cm in diameter. The right fallopian tube measures 5 x 0.5 cm in dimension. The tube somewhat congested and shows surface adhesive appearance towards the distal end closure to be fimbriated end. The area of tubal attachment to the fundus shows thinning during examination easily separated from the fundus. A thin metallic coil which starts from the proximal third of the tubal lumen and is embedded within the myometrium approximately 1.5 cm inward. A small clear paratubal smooth cyst is also present measuring 2 cm in diameter. Diagnosis : uterus , cervix and bilateral tubes; uterus with proliferative endometrium and focal adenomyosis cervix with mild acute and chronic inflammation with reactive changes. Right tube showing unremarkable appearance. Left tube with milo chronic inflammation composed of rare plasma cells. Bilateral benign paratubal cysts. Concerning injuries reported in this case the following one/ones were described in patient medical records embedded device , most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received: aka name was added. Events- anxiety, depression,epstein barr , rashes on skin, incontinence, migraines, headaches, polycystic ovarian syndrome, nausea,memory loss, confusion, nickel allergy, dysmenorrhea,vaginal discharge, blurry vision, visual impairment fatigue, weight gain,bloating, discomfort, hair loss, abdominal pain, back pain were added. Lot no. Was added. Outcome were added. Concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove essure implants). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.